Manufacturer narrative:
The investigation determined that higher than expected vitros sodium (na+) results obtained during a run precision test using vitros performance verifier (pv) quality control fluid processed on a vitros 5600 integrated system. The assignable cause of the event was not determined. A review of the precision data indicates that all the replicates from the first cup were higher than expected. The ortho ls repeated the precision with fresh fluid in all sample cups and obtained acceptable precision results. It was noted that vitros pv1 d6497 used for precision testing expired 6 months prior on 14 may 2020. However, if the qc fluid itself was the issue then it would be expected that all replicates would exhibit the same issue instead of just one sample cup. Therefore, a potential stability and performance issue due to using expired qc fluids could not be ruled out as a potential contributing factor but it was not the sole contributor. Additionally, a transient instrument issue cannot be ruled out as a potential contributing factor. The ortho ls initially processed precision testing and the analyzer did not complete all replicates due to a condition code indicating pump travel limit reached. An e-connectivity review of this condition code from 11-oct to 18-nov 2020 indicates the condition code posted seven times on 3 different dates including the day of the event. The condition code did not occur again after the day of the event. An e-connectivity review of the sample metering subsystem did not identify any proactive alerts that would require service actions. Based on the acceptable historical na+ quality control performance, a vitros na+ slide lot issue is not a likely contributing factor to this event. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential issue with accuracy high or outlier high using vitros na+ lot 4230-1037-0961. Email address for contact office in (B)(4).

Event description:
An ortho laboratory specialist (ls) at the customer¿s location reported higher than expected vitros sodium (na+) results obtained during a within run precision test using vitros performance verifier (pv) quality control fluid processed on a vitros 5600 integrated system. Vitros pv lot d6497 = 137.7, 135.8 versus expected 117.2 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros na+ results were not reported from the laboratory as they were obtained from quality control fluids. However, the investigation cannot conclude that patient results would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of this event. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).